Event description:
Independent repair center: alleged key failure not shifting. Alarming or red light as stated on the repair statement additional malfunction on this device: unit shuts down and key failure poppet solenoid not shifting.